Event description:
A customer contacted beckman coulter (bec) reporting that there was a bloody fluid leak of approximately 10 cubic centimeters (ccs) from the needle bellows of the coulter lh 750 hematology analyzer station. The leak was not contained within the instrument. There were no instrument generated errors reported by the customer. The operator was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse indicated that the customer had replaced the needle assembly before he (the fse) arrived and had resolved the leak. The fse verified the needle tubing connections and bleached the bellows drain line. No other instrument problems were observed. System performance was verified. Failure mode is related to the bellows and enclosed needle in the needle assembly. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).